Event description:
Information was received from a patient receiving intrathecal baclofen (unknown) via an implantable pump for stroke and intractable spasticity. The patient reported that they had an magnetic resonance imaging (MRI) yesterday of her back. And patient verified unrelated to the pump / therapy. Patient stated the nurses put a device on her stomach before they went in for the MRI and they did something to it - patient thought they turned the pump off. Patient thought they turned the pump back on after the MRI but they were not sure. Patient stated she was experiencing a lot of spasticity right now. Agent asked patient if they were hearing an alarm from the pump and patient stated that they heard a little beep this morning but nothing now. Agent suggested that patient have the pump checked at the healthcare provider office to make sure the pump has resumed normal function. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.